Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture. The physician elected to leave the lead implanted and not intervene since atrial pacing was "not needed". The patient was in stable condition.